Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the pump and transmitter were physically beyond the range of communication at the time of the loss of connection. The customer declined troubleshooting assistance from tandem technical support. No additional patient or event information was available.